Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient experienced severe headaches after the implant procedure. A leakage of cerebrospinal fluid was suspected and the patient was scheduled for a blood patch to address the symptoms, but could not be confirmed. There have been no reports of further complications regarding this event. The patient is currently using their device to find effective pain relief.